Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 515056 lot: unknown it was reported by customer that patient's tacrolimus line had come disconnected at the luer lock connection from the filter tubing to the bd phaseal optima injector, causing the patient to bleed from hickman site. Additional information: 1) there was not a lot number listed in the voluntary report that was submitted, and the device has been discarded. 2) we do not have the product, and there were not any photos taken. 3) this was a no harm event, as the staff were able to intervene. No further care was needed due to the disconnection. A new bag of medication was obtained and hung.

Manufacturer narrative:
Pr (B)(4) follow up MDR for investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.